Manufacturer narrative:
The customer¿s report of an overinfusion was neither confirmed nor replicated. The pcu event log contained no obvious programming errors that would result in the reported event. The pcu event log shows pump module s/n (B)(4) was programmed to infuse diltiazem 125mg in 125ml (drugid (B)(4)) at a rate of 5ml/hr with a vtbi of 100ml at 11:54 pm on 10 january 2019. At 11:55 pm, the device alarmed for patient side occlusion and was restarted. At 1:41 am on 11 january 2019, the device alarmed for air in line and then the user channeled the device off. The volume recorded as being infused during this period was 8.85ml. Functional testing performed found the pump module to be delivering fluid outside of specification intermittently on the low side. The returned primary set was observed to be leaking from a pinhole tear in the silicone tubing near the upper fitment. Internal inspection of the device revealed 5 of the 6 bezel bosses were cracked and separated, dull iui's, and a damaged/cracked bezel. The root cause of the overinfusion was not definitively identified. The probable cause of the overinfusion is due to cracked and separated bezel bosses.

Event description:
It was reported that a primary infusion of diltiazem 125mg in 125ml d5w at 5mg/hr was ordered for a patient with an elevated heart rate on channel a. 1000ml lr was infusing on channel b, programmed at 100ml/hr. After approximately 1 hour and 45 minutes the bag of diltiazem was noted to be empty with no observed leak. An arterial line was inserted to monitor the patient's blood pressure. The patient's vital signs were stable with no lasting harm.

Manufacturer narrative:
Concomitant medical products: 8015; 8120; 8300; etco2 disp; (2)2420-0007; 8100; pca tubing; 150ml b braun ndc 0264-1510-32, lot: j8c728, exp 06/19 5% dextrose injection; therapy date (B)(6) 2019. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that a primary infusion of 125mg of diltiazem in 125ml of d5w at 5mg/hr was ordered for a patient with an increase in heart rate on channel a. An infusion of lr 1000ml was programmed to infuse on channel b at 100ml/hr. After approximately 1 hour and 45 minutes the bag of diltiazem was noted to be empty with no observed leak. An arterial line was inserted to monitor the patient's blood pressure. The patient's vital signs were stable with no lasting harm.